Event description:
It was reported that, during surgery, the screw of the chp titan 95 lngth 16 thd was spinning and it was not tightened. Screw shaft is not straight. Using back up smith and nephew device, the surgery was completed. There was a 10-minute surgical delay. The patient was not harmed.

Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device's screw shaft was found to to slightly bent, rendering the device inoperative. However, the looseness of the device could not be confirmed. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. This issue was evaluated through our internal quality process and determined to be potentially caused by poor handling or insertion. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. The contribution of the device to the reported event could not be corroborated. Some potential probable causes for this event could include surgical technique or insertion technique. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.